Event description:
It was reported that an altitude alarm occurred. Additional information was not provided. Customer declined troubleshooting with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.